Event description:
The device was returned for investigation. During the evaluation of the device, the pca burned was observed and unit does not start, and the inlet filter was needs to be replaced due to preventive maintenance. Although there was no reported patient death or serious injury, this complaint is reportable because the reported issue/event could potentially cause or contribute to a death or serious injury if the malfunction were to recur.